Event description:
The customer reported that her blood glucose reached "high" (>27.8 mmol/l or >500 mg/dl) less than 24 hours after the pod was activated and she noticed the cannula was out of her skin.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia.